Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 2394818 and 2192243 did not reveal any related manufacturing anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Part/lot was provided. The dor was provided. Revision operative notes indicated metallosis, psuedotumor, cysts, and a loose cup. It was also noted that a screw head had some wear that could have possibly contributed to metallosis. The cup and screws have now been reported. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.